Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique with a 5fr sheath prior to an angioplasty and two endovascular aneurysm repair procedures. Reportedly, a cuff miss occurred. Another proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized with a 7fr, 14fr and 18fr sheath. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Further review of this event determined this device is not medwatch reportable as this second proglide device was not used in this patient.

Event description:
Subsequent to the previous medwatch report filed, the following additional information was received: reportedly, only one proglide device was used in a preclose technique, prior to an endovascular aneurysm repair (evar) procedure. This second proglide device that reportedly had a cuff miss was not used in this patient case. This second proglide device was used during a second evar procedure on a different patient. An additional medwatch report will be filed for this second device used in another patient.